Manufacturer narrative:
The device has not been returned to solventum for analysis. Solventum is unable to verify the leak, identify exact location and root cause without the sample. A review of the batch record showed this lot met all specification for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.

Event description:
The user facility reported that the 3m¿ ranger¿ blood/fluid warming high flow set leaked during priming before patient use. No injuries or medical interventions were reported due to the alleged malfunction.